Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor's power cord was making a noise as if it was short circuiting. The patient had the remote monitor unplugged. An email reply was sent to the patient asking for details for the replacement. The monitor remains in use. No patient complications have been reported as a result of this event.